Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was cross-talk oversensing atrial beats on the ventricular channel which led to pacing inhibition with just over two seconds of asystole. An x-ray taken of the rv lead did not reveal any abnormalities. No changes have been made to the rv lead and it remains implanted and in service. No adverse patient effects were reported.